Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the aspiration issue and replacement happened on (B)(6)18. The hcp did a catheter study-unable to aspirate spinal fluid. On (B)(6)18, there was removal of migrated catheter, insertion of new catheter. The aspiration issue had been resolved. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone 5 mg/ml concentration at 0.24 mg/day dose via intrathecal drug delivery pump for non-malignant pain and post spinal cord injury. It was reported that catheter event had been confirmed. The issue was diagnosed via dye study. Patient stated that a dye study was attempted but the healthcare professional (hcp) was not able to aspirate so he decided to replace the catheter. Patient had no information as to why the dye study was performed or any reports of symptoms or change in therapy. Patient had a catheter but he only had repair kits compatible with legacy catheters. Patient stated that the hcp decided to modify the collette and was able to slide it on the catheter. No symptoms were reported.

Manufacturer narrative:
Section: information reported on previous report no longer applies. (B)(4) is no longer applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep was currently in the operating room (or) and they are trying to find a connector pin that will fit the 8870. After visual inspection, it was determined that the catheter had moved. It was reported that the patient experienced a lack of therapy. Diagnostics performed related to the catheter revision were reported as "visual, with incision." Regarding if the catheter revision been resolved, it was indicated that an 8780 was connected. It was stated that the patient was doing well post-operation. No further complications were reported/anticipated.